Event description:
It was reported by the clinician that the spring wire guide (swg) kinked during insertion. A new package was opened to finish the inertion.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: received one 0.035" x 60cm swg and two 0.035"x68cm swg's. Kit cs-25802-e is packaged with a 0.032" x 60cm swg. The distributor reporting the complaint could not verify the source of the three returned swg's. All three swg's have multiple sharp kinks near the middle. One of the 68cm long swg's is unraveled at the proximal end. The core wire is separated adjacent to the proximal weld. No pieces appear to be missing. All other welds are intact. Instructions for use (arrow p/n sz-25703-103a) for kit cs-25802-e describe suggested techniques to minimize the likelihood of swg difficulty during use. The device history records could not be reviewed because the lot number was not reported by the customer and the identities of the kits and swg's could not be verified. The reported complaint of swg kinking and unraveling was confirmed through visual inspection of the returned samples. A CAPA has been initiated to address this issues. This is one of 3 records reflecting multiple occurrences of MFR control no. (B)(4). Add'l occurrences are documented as MDR # 1036844-2009-00102, 1036844-2010-00058. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(4) 2009 through (B)(4) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(4) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.